Event description:
During a cystoscopy case, the tip of bipolar probe broke off on the olympus sheath and was unable to be retrieved. The surgery was converted to an open case and the tip was retrieved.